Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp was stuck and would not advance at all past its initial position within its introducer sheath. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.